Manufacturer narrative:
Updated data: a4. B5. H6. Additional codes: annex g medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant the mean gradient (mg) was 28mmhg and after the valve implant the mg was 25mmhg. Moderate central regurgitation was observed. There was no evidence of thrombus or evidence of thickening on the bioprosthetic valve. Type 1 stent fracture was observed. It was noted the patient had two valves; an existing 20mm medtronic valved conduit which cannot be expanded because it had a rigid metal ring and the first pulmonary valve that could have contributed to the elevated gradient. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. H6. Patient codes, device codes, additional codes: imf/health impact codes, img/component code were added corrected data: g3. The initial medwatch was inadvertently submitted with an aware date of 2023-08-30. The date manufacturer received was corrected to 2023-08-29. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the second valve was implanted valve-in-valve due to a combination of stenosis with a gradient of 60 millimeters of mercury (mmhg), and moderate regurgitation. It was noted that the valve also had frame factures, but the fractures did not contribute to the dysfunction as the structural shape of the valve was preserved. It was further reported that the valve was not replaced due to outgrowth. No additional adverse patient effects were reported.

Manufacturer narrative:
An initial medwatch report was submitted conservatively. Of note: the patient was 13 years old when the valve was implanted and was explanted when the patient was 23 years old. The valve is used in palliative treatment and successfully delayed the next surgical intervention for approximately nine years and nine months. Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years and nine months following the implant of this transcatheter pulmonary b ioprosthetic valve, the valve was replaced due to an unknown reason. No additional adverse patient effects were reported.